Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the foot was closed prior to the release of tension off the vessel wall. It should be noted that the electronic perclose prostyle instructions for use (IFU) states, ¿release the gentle retraction against the vessel wall. Advance device slightly to restore marker flow, if necessary. Push the lever (marked 4) down to the body of the device to return the foot to its original closed position.¿ the IFU violation likely contributed to the reported difficulties. The cause of the reported difficulties is user error. The subsequent treatment appears to be related to procedure circumstance. Based on the information provided, it is likely there was an interaction with the previously implanted suture of the first device causing both the failure to fire and the entrapment due to the under rotation of the second device. Additionally, entrapment is possible via the capturing of tissue in the foot due to closing the device prior to releasing tension against the vessel wall. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, a first prostyle device was successfully pre-placed. A second prostyle was attempted; however, the device failed to deploy and became stuck in the artery. It was noted that the operator failed to deploy this device at 30 degrees, relative to the first pre-placed suture. It was also noted that the operator failed to release tension against the inner vessel wall, prior to closing the footplate. A surgical cutdown was required to remove the device from the patient. The pre-close technique was abandoned. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.